Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material in the biopsy channel was seeds. Additionally, it¿s likely foreign material clogged due deviation from the instructions for use (IFU), as the IFU prohibits suctioning solid matter the final root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿operation manual warns on suctioning solid matter may clog suction channel and/or suction valve in ¿4.2 insertion¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, there was an obstruction found in the channel on the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope was clogged with foreign material (seeds). This report is to capture the reportable malfunction of the inadequately cleaned, blocked channel noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to seeds found in the scope passage. Additional issues were identified during the device evaluation: it was impossible to pass a brush through the channel; the switch was cut; play was found on both control knobs; the plastic cover had dents and scratches; the distal sheath glue had cracked on both sides; and the insertion tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.